Manufacturer narrative:
No product was returned; review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal patient info guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal pt info guide states within 60 ? 90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal device will naturally be reabsorbed by the body.

Event description:
It was reported following a percutaneous procedure, an 8f angio-seal sts plus was deployed. The pt developed an infection which required surgical abscess drainage. There was no evidence that the angio-seal was removed during surgery. The pt has recovered but has a groin scar.